Event description:
Report received that the rotary control knob position did not match the displayed position on channel c. The device was returned to the user facility's biomedical engineering department with an unsigned note stating, "broken, do not use." During testing by the user facility, after the rate was entered and the control knob was placed to the vtbi (volume to be infused) position, the display indicated set rate and the device alarmed "turn to run." There were no reports of any adverse patient events while the device was in clinical use.